Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating a power on reset occurred; critical ram parity error (B)(6) 2015. (B)(4).

Event description:
It was reported that the device experienced a power on reset (por) with a por code for critical ram parity error. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.